Manufacturer narrative:
(B)(4) evaluation statement: the reported event of pcu small cracks was confirmed by the tpc during a site visit, however the cause of the cracks was not identified. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted

Event description:
During a site visit by a bd representative noted small crack noticed on top of alaris pc unit used for demonstration purposes, may be due to use of caviwipes degrading the device plastic and causing it to become brittle.